Event description:
Additional information was received that this lead was actually explanted during the revision procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this lead exhibited increased pacing threshold measurements. A lead dislodgement was observed. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.